Event description:
In 2006, the pt was implanted with 2 gore tag thoracic endoprostheses to repair a thoracic aneurysm. In 2009, a follow-up computed tomography revealed device migration with a proximal type I endoleak. On the same day, the pt underwent a reintervention where an additional gore tag thoracic endoprosthesis was implanted. The left subclavian was intentionally covered. The endoleak was resolved. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.